Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button of insulin pump was hard to press. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had crack on screen, making unusual grinding sounds and taking longer time to rewind. The insulin pump will not be returned for analysis.